Event description:
It was reported that during an impedance check following the patient¿s implant, the patient faced apnea. It was re-produced three times. Patient did not previously have history of apnea. Stimulation has been turned off with a plan to turn on in two weeks to be clinically controlled. The patient physician assesses the apnea to be related to vns stimulation. The physician turned off the patient stimulation to preclude serious injury. It was noted that other medical intervention has been taken for the patient apnea, for patient comfort only. The type of intervention was not specified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.